Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on the spike (loose in the pouch) and no cap on the patient connector. The transfer set was visually inspected and it was noted that the spike was broken completely off at the base of the spike. No other visual defects were noted. The reported condition was confirmed for damage. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that the spike of the transfer set bent. The customer reported that the spike had been used for 4 months. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.